Event description:
The tips of two hex nut driver shafts broke and were left in the locking nut in the pt. The surgeon used the counter torque wrench and torque limiting driver to tighten the nuts. The 6 screw construct has 2 laguna screws/nuts and 4 blackstone screws/nuts.

Manufacturer narrative:
Both returned hex nut driver shafts are pending laboratory testing analysis.